Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two mitraclips are filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda) and patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. Three clips (80804u149, 80804u151 and 80718u125) were implanted, reducing the mr to 3. The patient remained hospitalized, due to episodes of decompensation. Echocardiography found that one clip (80718u125) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. On (B)(6) 2018, an additional mitraclip procedure was performed. Echo imaging was difficult. One clip (80804u152) was implanted stabilizing the slda clip. To further reduce mr, another clip (80804u148) was advanced; however, the clip came in contact with the one of the implanted clips (80804u151 or 80804u149) from the first procedure causing an slda. The clip (80804u148) was implanted; however, mr remained at 4. The procedure was aborted. Hospitalization was prolonged. Sometime later, the patient expired. No other information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr), heart failure and death are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the challenging patient morphology/pathology (preexisting papillary muscle rupture). The reported mr was likely a result of the slda. A definitive cause for the reported heart failure could not be determined. The reported death is a cascading effect of the heart failure and/or related to severity of underlying clinical conditions and is unrelated to the device or procedure. Although a conclusive cause for the reported patient effects of the heart failure and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2018, the patient died from terminal heart failure. Per the physician, the implanted mitraclips did not cause or contribute to the death. There was no additional information provided.